Event description:
Reported due to stent dislodgement off of the delivery system requiring an intervention. The physician attempted to use the jostent graftmaster 3.0 mm x 12mm on an aneurysm of the diagonal branch. While advancing the device, the stent dislodged off of the delivery system "proximal to the aneurysm." Reportedly, a balloon was inserted and the stent was "compressed" against the side of the vessel wall. No other device was used on the aneurysm, and the pt was last reported to be "doing fine". Although requested, no additional information was provided.